Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for rapidly conducted atrial fibrillation (af). The rhythm was detected within ventricular tachycardia (vt) zone. Rhythm ID eventually detected a mismatch to the template such that therapy was delivered. The physician elected to change the detection enhancement from rhythm ID to onset and stability. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.